Event description:
It was reported that the left ventricular lead exhibited loss of capture due to dislodgement. Programming was switched to right ventricular only. The pacemaker dependent patient would be checked again in one month.